Event description:
It was reported that the patient experienced erosion of the lead extension through the right side of the scalp. Therefore, the physician performed a debridement of the area and placed the lead extension back under the patients scalp successfully. No evidence of infection was assessed however, the patient was placed on antibiotics as a precaution and a culture was taken.